Manufacturer narrative:
Approximate age of device: 1 years, 5 months. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. Information was received from the intermacs registry on (B)(6) 2015 stating: patient accidentally disconnected power to lvad. Additional information was also reported stating that the outcome was a serious injury.

Manufacturer narrative:
The report of the patient disconnecting the power source to the pump could not be confirmed through this evaluation as the patient remains ongoing with the heartmate ii left ventricular assist system and the system controller log file at the time of the event was not available. No additional events have been reported to the manufacturer at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.